Manufacturer narrative:
Per the clinic, it was reported that the patient's implant site was drained on (B)(6) 2017.

Manufacturer narrative:
This report is submitted on february 16, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced swelling at implant site and subsequently was treated with antibiotics on (B)(6) 2017 (type and duration not reported).

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017. This report is submitted on jul 03, 2017.